Manufacturer narrative:
Unit received with operating currents within spec. Unit passed self-test, unexpected restart alarm error test, rewind, basic occlusion test and displacement test. However, unable to prime unit during prime/compromised force sensor alert test due to faulty fsr (gold). Unable to verify low reservoir alert due to prime anomaly.

Event description:
The customer reported via phone call that the customer received a low reservoir and she already refill the reservoir but unable to complete the rewind. The customer's blood glucose value was unknown. Customer was unable to complete the rewind since the pump not registering the drops at the end. Advised the customer to use a new reservoir instead of the old one to check if that will work. The device will be returned for analysis.